Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot complete testing) was confirmed. Upon investigation the monitor failed functionality testing, specifically detect and treat testing. The cause for the failure was isolated to shorted insulated-gate bipolar transistor (igbts) q13, shorted igt control chips u15, u16, u17, u18 on the defibrillation board and thermally damaged components r781, esd3, r684, and r689 on the computer ca board. The cause for the thermally damaged components was the shorted components. The root cause for the shorted igtbs and shorted igt control chips could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a monitor indicating that it failed incoming functionality testing.